Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to failure to sense during a procedure to replace a competitor pacemaker. Information was later received indicating this lead also exhibited oversensing resulting in pacing inhibition leading to dizziness. A high pacing threshold greater than 2.5 v was also reported with the patient experiencing muscle stimulation above that output. There was no report of asystole or syncope. No adverse patient effects were reported.